Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was at the belt clip rail. The customer experienced hyperglycemia with a blood glucose value of 300 mg/dl. The customer reported that hyperglycemia was treated with manual injection and a pump. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a, mmt-242a. Troubleshooting was performed for the cosmetic damage and the damage affecting the pump functionality. Troubleshooting was performed for the high blood glucose, and the customer has been using the insulin pump system within 48hours of the reported high blood glucose event. The customer declined to continue with troubleshooting for the high blood glucose. No harm requiring medical intervention was reported. No product return is required for mmt-242a. No product return is required for mmt-7040a. No product return is required for mmt-332a. The customer will discontinue using the device. Product return for mmt-1884 is expected, and the customer response is that the device will be returned.